Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced failure code 500:320. It is unknown when or in which care area this event occurred. Upon reviewing the pump's event history, baxter quality engineering discovered this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.08.92.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
It was reported that during a laparoscopic ovarian resection procedure, in one of the devices, the balloon was burst. In the other device, the tip of the device was bent. Another device was used to complete the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The cause of the burst in the balloon is unknown. Bursts can be caused by overfilling the balloon or if the balloon comes in contact with or is nicked by sharp instruments. The devices are tested twice during production, first after tip assembly and again prior to packaging for shipment to ethicon. There were no anomalies found after reviewing the work orders for the lot number provided. The balloon would not inflate. The tip of the balloon (b) was dislodged from the shaft. The device cannot function with the tip dislodged. The tip of the balloon being dislodged from the shaft is likely caused by aggressive use of the device by the user.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.